Event description:
It was reported that in central processing, it was noted that the wires were busted at the distal end (tip) of the bowel grasper instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the wires at the distal end of the instrument were broken. The instrument's snake wrist cable was broken at the end of the instrument's snake wrist. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken snake wrist cable if to recur could cause or contribute to an adverse event.